Manufacturer narrative:
The impella device was discarded by the customer and the investigation has been completed. The root cause of the access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations, ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that following implant, a hematoma developed proximal and distal to the access site and spreading into the scrotum. Heparin was halted in response to the condition and manual pressure was held. Support continued following the intervention. The pump was successfully weaned and explanted two days later.